Manufacturer narrative:
Product complaint # (B)(4).  A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Did the patient experience any symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications were there any deficiencies or anomalies noted with mesh device? If so, please describe. What was the size and location of the perforation? Pictures available? What is physician¿s opinion as to the etiology of or contributing factors to this event of bladder perforation? Was medical/surgical intervention required to treat the bladder perforation? If so, please provide dates and surgical findings. How was the procedure completed? What is the patient's current status?   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2021 and the mesh was implanted. It was reported that while placing the mesh, the bladder was perforated. It was reported that there was some surgical delay, but no patient impact. It was also reported that the mesh couldn't be used anymore.